Event description:
It was reported to covidien (B)(6) 2010, that a customer had an issue with a hemodialysis catheter. The customer reports after intubation 32 days prior, junction below suture wing is disconnected which resulted in blood oozing. Catheter can not be used. New catheter reinserted; pt's condition is fine.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.